Event description:
The customer reported that a missing probe was observed with the evis lucera ultrasound gastrovideoscope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, missing ultrasound transducer face, curved rubber watertight failure, curved rubber adhesive part crack, insufficient bend angle due to angle wire elongation, play of the angle knob out of normal state, objective lens scratch, objective lens crack, and air/water supply cylinder paint peeling were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress . However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: do not bend the insertion part of the endoscope with a strong force. The insertion tube may be damaged. Do not apply shock to the tip of the endoscope, especially to the ultrasonic probe or lens surface. It may cause abnormalities in ultrasound images and endoscopic images. Do not hold the ultrasonic probe while holding the insertion tube. Doing so may damage the ultrasound probe and prevent normal ultrasound images from being drawn. Do not twist or bend the curved part by hand. Doing so may damage it. Do not squeeze the curved part strongly. The covering material of the curved part may stretch or break, causing water leakage. Olympus will continue to monitor field performance for this device.